Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer high blood glucose level was 269 mg/dl, 386 mg/dl, 250 mg/dl, 521 mg/dl and 500 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with insulin pump. Customer reports they did not receive a sensor error alert. Customer reports they did receive a calibration error. Customer reports they did receive a change sensor alert. Customer's outcome pertaining to the complaint. The device will be returned for analysis.